Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery by another surgeon, the lens ejected rapidly into the patient's eye from the injector. Patient harm is unknown, but the reporting surgeon did state the patient was referred to a retina specialist for follow up. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined from the investigation. Additional information was requested on (B)(6) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).